Event description:
This report is being filed after the subsequent review of the following article: scholz, m., et al (2014). A cervical "zero-profile" cage with integrated angle-stable fixation: 24-months results. Acta orthop. Belg., 80: 558-566. (B)(4) article. This was a prospective study from (B)(6) 2008 to (B)(6) 2010 of 53 patients with symptomatic anterior cervical discectomy fusion who underwent an (acdf) procedure and stabilization with zero-p (synthes (B)(4)) in the target levels. The patients (28 men and 25 women, mean age range 52.9± 9 years) were all treated at one center. The aim of the study was to evaluate the mid-term (minimum follow-up 24 months) safety and efficacy using a "zero-profile" in single- and multilevel anterior cervical fusions. The primary objectives of the study were to determine the percentage of patients with evidence of fusion based on CT scans at 12 months and clinical absence of dysphagia. A standard left side approach was used as the surgical technique for all patients. In most cases, a cage of 6mm height and 16mm locking screws were implanted due to the difficulty in inserting the implant at level c7/t1 and c3/4 because of interference with the sternum and chin. All cages were filled with a ¿-tricalcium phosphate cylinder (¿-tcp) (chronos, synthes (B)(4)) and no additional autologous bone grafts were used. Clinical measurement of neck pain and radicular arm pain were performed preoperatively and at 3, 6, 12 and 24 months follow-up. In addition, the amount and duration of dysphagia associated pain were recorded. Radiographs were taken before and after surgery and during follow-up at 3, 6, 12 and 24 months. Computed tomography scans were taken at 12 months to assess fusion status, implant failure, subsidence and migration. From the original cohort of 53 patients, 45 patients passed the 24 month follow-up time-point and the others were lost to follow-up. The overall fusion rate was 97%. There was a significant reduction of neck pain and radicular arm pain within the first 3 months compared to preoperative values. However, there was a slight increase in the in neck pain detected at 12 months and 24 months without statistical significance. Thirty-six out of 50 patients complained about mild dysphagia with the average symptom duration of 31 days. Three out of 45 patients complained of mild dysphagia at 24 months. Two patients had approach related oedema without airway problems and without indication for revision surgery. Two patients suffered temporary hoarseness but this was thought to be related to a recurrent laryngeal irritation. Adjacent segmental degeneration (asd) had increased in patients at the 24 month follow-up visit, approximately 10% cranially and 13% caudally but without indication for revision surgery. One female patient, operated in levels c5/6 and c6/7, showed cage subsidence without clinical effect this report refers to one female patient, operated in levels c5/6 and c6/7, showed cage subsidence without clinical effect. The authors concluded that although the results were encouraging, given the limitations of the study (i.e. An observational study without a control group, no randomization of patients), a randomized trial comparing this "zero-profile"¿ cervical fusion device with established plating techniques should be performed. This is report 1 of 2 for (B)(4). This report is for: unknown spine (zero-p).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown spine (zero-p) /unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.